Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Is the video available for review? Were any surgical clips used in the vicinity of device firing? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Were any staple formation issues noted throughout care of patient? Approximately how far from the origin of artery was branch? What was the approximate width of compressed vessel? What is the current patient status?

Event description:
It was reported that the pve35a stapler was used on 7/10. Surgery: laparoscopic pulmonary lobectomy. They used the stapler in an artery, after finishing the stapling, when opening the stapler, the site presented bleeding and had to convert the procedure to open surgery. The day the doctor commented that he wasn't sure it was because of the stapler. In a visit yesterday with a surgeon, he reported that he looked at the video several times and believes it may have been a stapler problem, but is not 100% sure. Patient had no major major complications and doctor said he recovered very well.